Manufacturer narrative:
H3, h6. It was reported that a revision surgery was performed on the patient's right hip due to pain and elevated metal ion levels. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the historical complaints data for devices reportedly involved in this incident was performed using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the complaint was reopened. As no batch numbers were provided a review of similar failure modes related to the batch could not be performed for the cup or head. Other similar complaints have been identified for the part number and the reported failure mode for the cup and head in this timeframe, and this failure will continue to be monitored through routine monthly complaint trending. Without a provided batch number, the manufacturing records for the devices cannot be reviewed. Should more information be provided at a later date, this task will be reopened and completed. Review of the current product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A review of historic quality escalations was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The right hip revision operative report noted no metallosis and a very stable appearing hip. Therefore, the clinical root cause of the reported pain cannot be confirmed. Although the clinical root cause of the reported elevated metal ion levels cannot be definitively confirmed, the contralateral hip could not be ruled out as a possible contributing factor. It cannot be concluded the reported pain and elevated metal ions were associated with a mal performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Based on the information provided we cannot further investigate the complaint, our investigation remains inconclusive and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. If the products or additional information become available in the future, this case will be reopened. Based on this investigation the need for corrective and preventative action is not indicated.

Manufacturer narrative:
Corrected data: h6 (health effect - clinical code).

Manufacturer narrative:
H3, h6: it was reported that a revision surgery was performed on the patients right hip. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / instructions for use review could not be performed. The devices would have met manufacturing specifications at the time of production. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The clinical information provided, of the cobalt 36 and chromium 18.1¿g/l may be consistent with the reported elevated metal ions and pain. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause & probable cause cannot be determined. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Us legal mdl. It was reported that, after a bhr resurfacing construct had been implanted on the plaintiff right hip on (B)(6) 2010, the plaintiff experienced pain and elevated metal ion levels. A revision surgery was performed on (B)(6) 2019 to treat this adverse event. The plaintiff outcome is unknown.